Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely due to patient related conditions.

Event description:
It was reported that this male patient's right hip has been revised due to pain. The surgeon revised the patient to exactech femoral head and another manufactures cup and liner. There were no reported issues during the surgical revision procedure. The patient was last known to be in stable condition following the event. Device information not known to the sales rep. Devices are not being returned, hospital will not release. No additional patient information provided. No additional information.